Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, battery tube threads and minor scratches on display window noted during visual inspection. The insulin pump passed prime/a33, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted during testing.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the tubing broke off the insulin pump. Customer's mother stated the customer went to the restroom and device fell. Customer's blood glucose was 387 mg/dl. Customer's mother the infusion set was detached and the insulin pump fell. The drive support cap was normal and device passed self test. Displacement test was performed and device alarmed no delivery, did not pass. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.